Event description:
Report received states that while delivering retrograde cardioplegia and as the user increased flow, there was no pressure displayed on the device. The coronary sinus pressure showed a rise and pressure on the monitor, but the user could not flow higher than 75-80mls/min on the device. The only way to have flows around 200mls/min is to have a fast and high increase in flows which pushes the retrograde catheter out of place so the sinus pressure does not get above 25mmhg with flows at 300mls/min and system pressure in high 200's. There were no patient complications.

Manufacturer narrative:
The device is expected to be returned for investigation. A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
The device was received and evaluated. The probable root cause of the reported complaint was identified as a stuck antegrade valve which was covered in dried drug solution that caused the mechanism to operate improperly. The mechanism was removed and cleaned. The build up of the dried drug solution is likely age related as the device is about 15 years old. Failure of the patient iso pca board and seal puck was also seen and both components were replaced. Following repair and preventive maintenance, the device was tested and pass all operational verification tests. Quest medical will continue to monitor complaint for trends.